Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired at an outside hospital. The implanting center was advised of the patient¿s expiration. The spouse reported that the patient had fallen twice the previous day. There was no head trauma. The patient did not feel dizzy or light headed with the falls, but felt like legs were buckling and weak. To be on the safe side, the spouse stopped giving the patient finasteride that was started the previous week by the local renal physician, as this was the only change in medication that had been made. On (B)(6) 2017 , the patient presented to the emergency department with a massive midline shift stroke. A decision was made to not resume care and to take steps to turn off the lvad after waiting for family members to arrive. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the subsequent patient outcome could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.